Event description:
It was reported that distal tip detachment occurred resulted in un-retrieved device fragment in patient. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified obtuse marginal branch. A 185cm pt2 guidewire was selected for used. Upon removal of the wire, the distal tip, separated from the main wire, and was left in the distal artery. No attempt was made to retrieve the wire from the patient, as it remains in a small vessel. A different wire was placed in the same vessel, and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that distal tip detachment occurred resulted in un-retrieved device fragment in patient. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified obtuse marginal branch. A 185cm pt2 guidewire was selected for used. Upon removal of the wire, the distal tip, separated from the main wire, and was left in the distal artery. No attempt was made to retrieve the wire from the patient, as it remains in a small vessel. A different wire was placed in the same vessel, and the procedure was completed successfully. No patient complications were reported. The event was further reported via facility medwatch report mw5152789. The distal end of the wire broke off in the coronary artery. Additionally, due to the location of the broken piece, removal of the wire was not appropriate, and no serious injury was anticipated for the patient.

Manufacturer narrative:
Updated b5: describe event or problem corrected the following: e4: init rptr also sent rep to FDA, and g2: report source.